Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was a wire sticking out of the maryland bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis.